Event description:
Baxter (B)(4) received a report that there was a crack inside the cassette.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow up report will be submitted.